Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device eval revealed a hole in the pneumatic hose assembly. It is unk how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, a hole was discovered in the hose portion of the pneumatic drill. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.